Event description:
It was reported that approximately three weeks after the implant procedure the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to a pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.